Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) nellix procedure. Reportedly, the first proglide device had a cuff miss. The proglide device was difficult to remove and reasonable force was used to remove it, the vessel was lacerated. A second proglide device was used and a cuff miss occurred. A third proglide device was inserted but not deployed as bleeding was too profuse. The device was removed and compression was applied. The sheath size was upsized to 14f and the aaa procedure was completed. A cut down procedure was performed to achieve hemostasis. There was a significant delay in the procedure or therapy due to the surgical cut down. A cut down and endarterectomy were performed 24 hours later under general anesthesia to remove a clot at the right common femoral artery. Per the physician the clot was related to the use of the proglide devices. The patient was placed in the high dependency unit at the hospital and sent to rehab at another hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The patient effects of thrombosis and tissue damage are listed in the perclose proglide instructions for use, as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the difficulty removing the device; however the needle to cuff miss, thrombosis, tissue damage, and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.